Event description:
It was reported that a patient underwent a laparoscopic assisted myomectomy on (B)(6) 2012 and a drain was used. The incision size was about 4 cm, and the trocar of the drain was inserted from another incision site. During the surgery, no bleeding was found under the skin. After the surgery in the patient's room, hematomas were found under the skin over a range of the right thigh to the back, and around the incision site of the trocar at the umbilicus. Before the surgery, the patient's hemoglobin was 14.6. After the surgery, the hemoglobin level was 7.4. The surgeon suspected this was caused by the hematomas. The surgeon commented that he was careful using the trocar and opines that the trocar needle was too sharp. The patient lost a total of 1000cc of blood. The patient is recovering now, and hospital will do general follow-up treatments for the patient regularly.

Manufacturer narrative:
(B)(4): the physician stated there was not any bleeding under the skin during the procedure. There was no surgical or medical intervention needed to treat the hematomas or for the blood loss. The drain used during the procedure was inserted at the right lower abdomen, 4cm above the inguinal area. The drain functioned as expected during the time it was in place. The surgeon presumed the vessel that was injured and causing the bleeding may have been the superficial epigastric artery and superficial epigastric vein. The surgeon opined the trocar needle design was too sharp and may have contributed to the event. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j10204961, mfg date: 11/01/2011, exp date: 11/30/2015. Batch j1021014, mfg date: 11/01/2011, exp date: 11/30/2015. Batch j1021016, mfg date: 11/01/2011, exp date: 11/30/2015. Batch j1119365, mfg date: 12/01/2011, exp date: 12/31/2016. Batch j1122010, mfg date: 12/01/2011, exp date: 12/31/2016. Batch j112254, mfg date: 12/01/2011, exp date: 12/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j10204961, batch j1021014, batch j1021016, batch j1119365, batch j1122010, batch j112254.